Manufacturer narrative:
B3: date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported an infection was present at the ipg site. Surgical intervention may occur later to address the issue.